Manufacturer narrative:
The pod was received partially deployed. The slide insert and linkage assembly were observed to be in the deployed state, however the needle was seen through the soft cannula. Upon opening the pod it was discovered that the formed needle was incorrectly installed. The bend of the formed needle was not secured by the slide retract due to the fact that there was excess plastic. On the right of the bend of the formed needle scratches were found due to the incorrect installation. The download data found that the pod generated an 0x18 alarm, indicating the reservoir was empty. Upon opening the pod it was confirmed that the reservoir was empty. The fluid path was blocked by crystalized insulin and removed by a soldering iron. After the blockage was removed the fluid flowed freely through the fluid path. The blood found on the adhesive pad was a result of the incorrect installation of the needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod while the patient was wearing the pod over 48 hours. The patient did not provide any blood glucose values. The needle mechanism did not retract back into the pod which led to pain for the patient. As treatment the patient replaced the pod.